Event description:
Caller reported that the t:slim x2 pump battery would not charge, an issue recurring periodically over the past three weeks. There was no adverse impact to the customer¿s blood glucose level. The pump began charging after the caller left the wall adapter plugged into a working outlet for at least 30 minutes using the original charging supplies. Technical support recommended purchasing new tandem charging supplies, and the issue was resolved with no further assistance required.